Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were having pain coming from the incision site since the next day after the surgery, patient stated that it was also bleeding. Patient mentioned that they already contacted healthcare provider (hcp) office about it and they were told to go to emergency room (ER) but patient said they should take care of that at hcp office. Agent recommended to follow hcp instructions. Patient confirmed that the therapy was working and they were already having improvement on their symptoms. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. The patient reported feeling pain since after the surgery on (B)(6). The patient mentioned not feeling good, having internal bleeding and fever due an infection by (B)(6). The patient also stated that on (B)(6) they went to the emergency room (ER) because of this infection. The patient mentioned that since then they have been trying to rest and taking medicine to alleviate the pain. The patient stated that they think the implant got disconnected because they did not feel the vibration anymore. Agent explained the therapy expectations. The patient also they have good results with the implant. The patient was redirected to their healthcare provider (hcp) to further address the issue.